Event description:
It was reported that the subjective device had adapter come off. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h3, h4, h6, h11. Corrected field: d5, d10, e1 (email). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adapter retaining ring has come off, the image shows a blackout when the cable plug is shaken and the cable is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No updated information from the customer.